Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported. No further service info was provided.

Event description:
The customer reported that the 9600 system would not boot up. No pt injury was reported.